Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The unit had normal operating currents and no unexpected off no power or low battery alarm. No cosmetic damage was found.

Event description:
The customer called to report 2 emergency room visits due to high blood glucose levels. The customer's blood glucose level ranged from 200 to 300 mg/dl. The customer's first emergency room visit was on (B)(6) 2016 and the second visit on (B)(6) 2016. The customer reported not feeling well for over a month and had symptoms of nausea, vomiting, double vision, sensitivity to light, and a bad headache. Both visits the customer was treated in the emergency room with fluids, and then was released. The customer stated she was diagnosed with 3rd nerve palsy. The customer was wearing the device at the time of visit. The customer declined troubleshooting and requested that the device be replaced.